Manufacturer narrative:
The 3 charger boards and pfc-1000 board that were replaced were returned for analysis. After visual, functional, and performance testing it was found that two of the charger boards were found to have confirmed electrical failures. They were both found to have leaking capacitors. The third charger board was found to be fully functional. After physical/visual testing it was found that the pfc-1000 board had a confirmed electrical failure. Visual inspection shows multiple components and pcba were electrically over stressed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the field service engineer replaced the pfc-1000, all 3 charger boards, and 8 motion batteries. The imaging system then passed the system checkout and was found to be fully functional. H4) missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site booted up the imaging system and they were prompted to perform a motion calibration. When they started calibration, the image acquisition system (ias) shut itself down again. The system had not been left to charge after the last use when they lost power and the issue may have been a dead battery. There was no patient impact reported and no delay to surgery.

Event description:
Medtronic received additional information regarding the reported event with this imaging device. It was reported that another occurrence of the image acquisition system (ias) shutting down happened on the same day of the previously reported event, and resolution had not been achieved between occurrences of this issue. For the additional occurrence, the imaging device was being used for a sacroiliac and thoracolumbar procedure and the issue occurred pre-operatively. The radiologic technologist (rt) at the site went to bring the imaging system to the operating room (or) for the case and discovered that the system was not plugged in. The system was plugged in to charge for a bit, and then the rt attempted to bring the mobile view station (mvs) and ias into the or. However, the ias powered down in the middle of the hallway. The rt was then able to get the system powered back on, but when it was brought into the or it powered down again. The site needed to put the system into neutral to remove it from the or. The site aborted use of the imaging system during the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Event description:
Medtronic received additional information regarding the reported event with this imaging device. It was reported that another occurrence of the image acquisition system (ias) shutting down happened on the same day of the previously reported event, and resolution had not been achieved between occurrences of this issue. For the additional occurrence, the imaging device was being used for a sacroiliac and thoracolumbar procedure and the issue occurred pre-operatively. The radiologic technologist (rt) at the site went to bring the imaging system to the operating room (or) for the case and discovered that the system was not plugged in. The system was plugged in to charge for a bit, and then the rt attempted to bring the mobile view station (mvs) and ias into the or. However, the ias powered down in the middle of the hallway. The rt was then able to get the system powered back on, but when it was brought into the or it powered down again. The site needed to put the system into neutral to remove it from the or. The site aborted use of the imaging system during the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient identifier, ethnicity for updated patient information. Additional event details that document an additional occurrence of the reported issue that happened on the same day of the previously reported event. Correction: device evaluated by MFR: the 3 battery chargers and pfc-1000 board were received by the manufacturer but are currently under analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.